Event description:
Further follow-up revealed that the pt died due to testicular cancer, uro sepsis and neuro sarcoidosis. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as neuro sarcoid. Themanner of death was listed as natural. The pt died in a nursing home.

Event description:
Reporter indicated that vns patient had passed away. Exact date and cause of death are not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.